Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was returned with a critical error open book error and pump error 35 was found in the formatted history file due to corroded electronic assembly and traces of moisture were noted at the motor assembly per our visual inspection. Unable to verify failed battery test, check operational pump currents or perform functional testing including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error alarms. The insulin pump was received with cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.